Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that there was polarized effect on screen makes it hard to view. Customer's blood glucose level was unknown. Customer also stated that the buttons was less responsive, harder to press and sometimes need to press buttons twice. It was also stated that the insulin pump was rejecting new batteries. The device will not be returned for analysis.

Manufacturer narrative:
Device received with severely scratched/stained lcd display window noted. All buttons functioning properly. No button error alarm during testing. No moisture or corroded keypad found. No flatted keypad. J2 connector was inspected and locked on lcd board. Device passed self test. Device passed displacement test, self test, off no power test and all operating currents tested within the spec. No failed battery test alarm noted. (B)(4).